Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient left home to accompany her husband to his doctor's appointment. They arrived at the hospital, and she checked her tandem pump for her reading and saw 369 mg/dl, so she panicked. When she checked her pump again an unspecified time later, it showed a big red x (sensor failed alert). She approached the hospital staff for assistance, but nobody was familiar with the dexcom and her pump, so they advised her to have her bg checked in the emergency room (ER) where it read 90 mg/dl. She stayed in the ER for 2 hours - no medication or insulin administered. The patient got home, ate a bowl of soup and slept for about an hour. The patient woke up from her nap feeling confused and "sounded strange" according to her sister who advised the patient to go to the hospital. The patient does not have a bg meter handy and has not yet replaced her sensor that failed earlier that day. The patient's sister called 911 and the fire department came, checked her bg which read 303 mg/dl, and brought the patient to a different hospital. At the hospital, the doctor ordered blood work and advised the patient to stay in the ER overnight. The patient underwent two mris and a CT scan to rule out a stroke. The results came out and confirmed that the patient did not have a stroke. The patient stayed in the ER for about 24hrs and was later admitted (06/06/2025). No medication administered yet during the time of call. There was no mention of treatment for hyperglycemia. At the time of the report, the patient was still in the hospital but is hoping to be discharged that evening. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.